Event description:
The physician intended to use a resolute integrity drug-eluting stent (2.50mm x 18mm) to treat a lesion in the mid cx. The target lesion exhibited severe calcification, 80% stenosis and moderate tortuosity. The device was removed from the packaging per IFU, inspected and negative prep performed with no issues noted. The lesion was pre-dilated. It was reported that the balloon burst at 8 atm on its fourth inflation. The physician then attempted to implant one resolute integrity drug eluting stent (2.50mm x 14mm) to the same lesion but the stent deformed. The device was removed from the packaging per IFU, inspected and negative prep performed with no issues noted. The stent was delivered through a previously deployed stent. Resistance encountered when advancing the device and excessive force used during delivery. The stent was not implanted. The physician noticed the stent was deformed when the device was removed from the patient. The physician then attempted to implant one resolute integrity drug eluting stent (2.75mm x 12mm) to the same lesion but the stent also deformed. The device was removed from the packaging per IFU, inspected and negative prep performed with no issues noted. The stent was delivered through a previously deployed stent. Resistance encountered when advancing the device and excessive force used during delivery. The stent was not implanted. The physician noticed the stent was deformed when the device was removed from the patient. The physician then attempted to use one nc sprinter balloon (3.00mm x 9mm) in the same lesion but the balloon burst at 10 atm on its second inflation. The device was removed from the packaging per IFU, inspected and negative prep performed with no issues noted. The balloon was delivered through a previously deployed stent. Resistance encountered when advancing the device and excessive force used during delivery. A resolute integrity stent was successfully used for in-stent deployment. The physician believes that because of the poor deployment of the first stent, maybe some of the struts were dislodged and both the other two stents were deformed and also the nc balloon burst. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology ¿ 80% stenosis, severe calcification and moderately tortuosity). No results available since no evaluation performed (device returned but evaluation not completed). Evaluation conclusions: device failure related to patient condition (lesion morphology ¿ 80% stenosis, severe calcification and moderately tortuosity). Unable to confirm complaint (device returned but evaluation not completed). Conclusion not yet available (evaluation in progress). (B)(4).

Manufacturer narrative:
Results: related to operational context ¿the damage to the balloon occurred during the procedure; (deformation problem) ¿ balloon. Conclusions: related to operational context ¿the damage to the balloon occurred during the procedure. (B)(4).

Event description:
Evaluation summary: the distal tip was frayed indicating that it may have been stubbed during advancement. The balloon folds were open. The device failed negative prep. The balloon was unable to maintain pressure upon attempted inflation. A jagged longitudinal leak was located along the balloon working length. Image evaluation the procedural images capture the delivery and deployment of the 2.50 x 18mm resolute integrity stent at the lesion site. There is evidence of contrast in the vessel while the balloon is partially inflated confirming the balloon burst. The proximal end of the deployed stent appears to be deformed on withdrawal of the delivery system. There are no images capturing the attempted delivery and subsequent withdrawal of the 2.50 x 14mm and 2.75 x 12mm resolute integrity stents. Images of the 3.0 x 9mm nc sprinter balloon burst do not appear to have been captured. The images show multiple balloon inflations in the vessel prior to the deployment of stent distal and proximal to the resolute integrity stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.